Event description:
The customer alleged the audible and visual alarms failed to activate based upon the settings. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could duplicate no failure despite repeated attempts. The unit passed extended self testing. It is not verified that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.